Manufacturer narrative:
The event occurred in (B)(6). (B)(4).

Event description:
The customer received a low questionable troponin t hs stat result for one patient sample. The first sample was drawn at 11:48 and the initial result was 35.43 ng/l. The second sample was drawn at 15:45 and the initial result was 3.44 ng/l and that result was reported to the physician. The physician asked for the test to be repeated. The second sample was repeated at 20:37 and the result was 30.12 ng/l. The first sample was also repeated at that time and the repeat result was 33.75 ng/l. There was no adverse event. The reagent lot number was 13868405 with an expiration of 07/31/2017. The customer stated that the quality control was within range on (B)(6) 2016 but it was out of range low on (B)(6) 2016. Performance testing after the event was within specified limits. There was a photo multiplier tube high voltage adjustment that was done. A specific root cause could not be identified. It was noted that the centrifugation conditions was outside the specified limits for the primary tube used. The most likely cause would be low sample quality. The customer has not encountered any further issues with low troponin t hs stat.